Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (ablation and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, migraine and headache had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pain-dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, bleeding menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods), other injuries/symptoms- other, migraine, headaches. Discrepancy noted in insertion date- (B)(6) 2015(discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received event injury replaced with new events pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, bleeding menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), other injuries/symptoms migraine, headaches, plaintiff did not under went an essure conformation test. Outcome of events pain, bleeding, other from unknown to recovered/resolved were updated. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of coil protruding from the cornu of the uterus'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included yeast infection, uterine prolapse (2013), hypothyroidism, goiter and plantar fascia release surgery (2012). Previously administered products included for an unreported indication: yaz, zovirax and cephalexin. Concurrent conditions included back pain. Concomitant products included levothyroxine sodium (synthroid) since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine / headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (endometrial ablation on (B)(6) 2017 and laparoscopic bilateral tubal fulguration, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and vaginal haemorrhage outcome was unknown, the pelvic pain was resolving and the menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia and migraine had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding- menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods), other injuries/symptoms- other, migraine, headaches. Discrepancy noted in insertion date- (B)(6) 2015(discrepancy noted) number of proximal coils: 4 on left cornua and 3 on right cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr received: lot no added. New events - abnormal bleeding (vaginal) and device breakage were added. Reporter's information, medical history, historical condition, concomitant drugs, historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of coil protruding from the cornu of the uterus'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included yeast infection, uterine prolapse (2013), hypothyroidism, goiter and plantar fascia release surgery (2012). Previously administered products included for an unreported indication: yaz, zovirax and cephalexin. Concurrent conditions included back pain. Concomitant products included levothyroxine sodium (synthroid) since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine / headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (endometrial ablation on (B)(6) 2017 and laparoscopic bilateral tubal fulguration, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and vaginal haemorrhage outcome was unknown, the pelvic pain was resolving and the menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia and migraine had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding- menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), other injuries/symptoms- other, migraine, headaches. Discrepancy noted in insertion date- (B)(6) 2015(discrepancy noted) number of proximal coils: 4 on left cornua and 3 on right cornua . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, pelvic pain, menorrhagia. Batch no : c91766,production date :2014-08-04 , expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.